Manufacturer narrative:
Explant date: device was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate and screws had implanted on (B)(6), 2012. The removal operation was performed on (B)(6), 2014. The screws which had been implanted in the proximal screw holes were removed with the screwdriver without any problem. Then the surgeon tried to remove the screws in the distal screw holes with the screwdriver also, but the recess of the screws were damaged, so the surgeon used the extraction screws, but still wasn¿t able to remove them. The surgeon decided to leave the plate and screws in the patient and completed the operation with a delay of ten minutes. This is report 1 of 4 for (B)(4).